Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. It was reported that the right atrial (ra) lead exhibited a pacing impedance anomaly. The lead was capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).